Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed the heart lung console was operating on battery power. The user spoke with technical support and determined the circuit breaker needed to be restarted, which resolved the issue. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.